Manufacturer narrative:
A patient's lumbar and cervical ipgs were replaced was reported to abbott. It was determined the lumbar system was causing pocket pain and the cervical ipg had reached eol. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.